Manufacturer narrative:
The device was returned to olympus and the evaluation found: the charged coupled device is broken and therefore the image is not displayed. The video cable is broken and therefore the image is not displayed. Based on the results of the investigation, a definitive root cause of reported problem could not be established but most probable root cause of the issue was r-unit and cable failure which is traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no image due the broken r-unit and broken video cable. There was no patient involvement.